Manufacturer narrative:
Examination of the submitted device did not confirm the reported subsidence and mal-positioning; however, evidence was found suggesting device loosening while in vivo. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No information was obtained. The investigation could not draw any conclusions about the root cause of the device loosening or its possible contribution to the reported subsidence and mal-positioning. No evidence was found suggesting product error was a contributing factor. Based on the inability to determine a root cause or identify product error as a contributing factor, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address subsidence and malpositioning of the tibial tray. It was noted that the patient had developed a cyst under the tibial tray.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.